Manufacturer narrative:
The lot number was not provided therefore no DHR review could be completed. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
During biopsy during a superdimension enb procedure the patient had a pleural effusion, 30-40cc of fluid. After the procedure the patient had a post-op chest x-ray which showed 10% pneumothorax rate. The patient was admitted to the hospital and was discharged the following day.

Manufacturer narrative:
Additional information in model #/lot #.